Event description:
The customer reported that there was a faulty toco transducer with a broken protective sheathing resulting in a patient feeling a light electrical discharge. No patient harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that there was a faulty toco transducer with a broken protective sheathing resulting in a patient feeling a light electrical discharge. No patient harm was reported. The initial investigation supports that the users not only damaged the accessory but also utilized the damaged accessory. The initial investigation also indicates that the current flow through the damaged accessory is not capable of causing a serious injury or death. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.